Event description:
Related manufacturer reference number: 3006705815-2021-06010. It was reported patient was experiencing ineffective therapy and never attained effective therapy since implant. Several attempts of programming were unable to solve the issue. As such, patient underwent surgical intervention wherein the entire system was explanted.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.